Manufacturer narrative:
Calibration was last performed on 04-jul-2021 and was acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) checked instrument adjustments and reviewed qc. Precision test results were good.

Event description:
The initial reporter complained a discrepant low result for 1 patient sample tested for etoh2 ethanol gen.2 (etoh2) on a cobas 6000 c (501) module. The original result was 2 mg/dl with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 185 mg/dl with a data flag. The etoh2 reagent lot number was 53863501 with an expiration date of 31-oct-2021.